Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported that the patient lost effective coverage with her dorsal root ganglion (drg) system. Reprogramming was unable to provide effective therapy. X-ray imaging indicated the lead migrated. The patient reported multiple falls. Surgical intervention may be taken at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was under taken where the drg lead was explanted and replaced. No reported complications and therapy restored post surgery.